Event description:
It was reported the device was repositioned due to weight loss. Following the repositioning the patient had a possible incision infection. The patient denied fever and chills but the incision site was red and increasing in size. The patient went to the emergency room but it was unknown if any other intervention was taken. The event was related to the procedure and was noted to be resolved without sequelae.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va09vz3, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).